Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) stated that the device is experiencing deflation issues. The patient mentioned that he has always had some difficulty deflating the device, but this is the first time it has not fully deflated. Additionally, the patient noticed a change in the sound the device makes during deflation. The patient was evaluated by his urologist, who observed the same issue. No revision surgery has been scheduled. No additional information was provided.

Manufacturer narrative:
B3: date of event is unknown. Therefore, an approximate date of event was used. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of deflation issue and difficult to deflate was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3: date of event is unknown. Therefore, an approximate date of event was used. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Deflation issue, difficult to deflate and noise, audible are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) stated that the device is experiencing deflation issues. The patient mentioned that he has always had some difficulty deflating the device, but this is the first time it has not fully deflated. Additionally, the patient noticed a change in the sound the device makes during deflation. The patient was evaluated by his urologist, who observed the same issue. No revision surgery has been scheduled. No additional information was provided.